Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was new to the pump and it gave over delivery of insulin and low blood glucose level. Customer's blood glucose value at the time of incident was 60mg/dl and current blood glucose level was 107mg/dl. Customer treated this with food and glucose tablets. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose value. Customer was advised to call healthcare professional to discuss possible causes of low blood glucose. Insulin pump will not be returned for analysis.